Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip will be filed under a separate medwatch report number.

Event description:
This is filed to report the clip jumping closed. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An nt clip (11014r244) was advanced to the mitral valve and placed. While establishing final arm angle (efaa) the clip continuously opened approximately to 20 degrees. After this occurred twice, the device was removed from the patient without incident. A replacement ntw clip (20324r229) was then prepped to be used instead. During prep the clip was inverted and while closing the clip back there was a lot of tension noted. The clip continued to be closed but the tension was audible. Eventually, the device made a "pop" noise and the clip jumped closed. There was a suspected cable break. The device did not come in contact with the patient and was exchanged for a new ntw clip. The new ntw clip was implanted without issue, reducing the mr to grade 1-2. There were no patient effects or clinically significant delay. No additional information is available.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (difficult to close the clip and clip jumping), physical resistance on the arm positioner, noise and cable break were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis, a cause for the reported difficult to open or close associated with difficulty closing the clip and clip jumping close, physical resistance on the arm positioner, noise and cable break cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.